Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the leadless pacemaker exhibited episodes of far r over-sensing. Programming changes were suggested. No intervention was reported. There were no patient consequences.